Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support and reportedly, the customer failed to properly cycle the cartridge and was using cold insulin. Tandem clinical support educated the customer to properly cycle the cartridge before use and to always use room temperature insulin. The customer changed supplies and resumed insulin to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.